Event description:
Covidien received information stating that an 840 ventilator experienced a malfunction during patient use. The patient was removed from the device and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the pressure switch. The unit passed all testing and operates within the manufacturing specifications. Covidien reference: (B)(4).